Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years nine months post filter deployment, abdomen multi/pa chest revealed a greenfield filter was present with its superior aspect at the level of the l2 vertebral body and a surgical clip was in the right upper quadrant. Three years and eight months later, the patient presented with abdominal pain. Subsequent computed tomography (CT) demonstrated that a greenfield filter was stable at l2-l3. After six months, another computed tomography (CT) revealed that an inferior vena cava filter projecting to the right of the l2-l3 interspace. One year and five months later, computed tomography (CT) showed there was caval perforation at 12 o'clock, 1 o'clock, 2 o'clock, 5 o'clock struts extended 6.20 mm, 6.60 mm, 5.20 mm, and 9.00 mm respectively. There was right-sided tilt measuring 10.05 degrees. Posterior tilt measuring 20.22 degrees. After three months, the patient presented with left sided chest pain radiating to the neck. Subsequent, computerized tomography (CT) revealed that acute pulmonary embolism, there were multiple filling defects within segmental and sub segmental pulmonary arteries within the right upper and right lower lobe lobes consistent with pulmonary emboli. Eventually two months later, the patient presented with shortness of breath and chest pain. A computerized tomography (CT) of thorax showed that there were no filling defects seen in the pulmonary arterial vasculature to suggest an embolus. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 10/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated and the patient reportedly experienced abdominal pain and diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.